Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative inspected the imaging system onsite. The representative verified proper operation/voltages of the batteries and chargers. The system was driven for a full lap around the or. The battery indicator only dropped one indicator. The system was fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Information was received from a manufacturer representative regarding an imaging system outside of a procedure. It was reported that the imaging system image acquisition system (ias) lost power during transport. The system had to be charged in the hallway in order to move it. There was no patient present when this issue was identified.